Event description:
It was reported that on (B)(6) 2008, a 2.50x20 non-abbott stent was implanted in the mid left anterior descending (lad) artery for treatment of a 95% stenosis. Following post dilatation, residual stenosis was 0%. On (B)(6) 2008, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2009 a promus stent was implanted in the mid lad due to symptoms of unstable angina. On (B)(6) 2013, the patient presented with complaints of one week history of chest pain localized to the left anterior chest, neck, throat and radiating to left arm, neck and jaw associated with nausea and shortness of breath. The patient was hospitalized the same day and cardiac catheterization was recommended. On (B)(6) 2013, coronary angiography revealed diffuse disease of the lad (target lesion) extending from the ostium of the lad. The previously placed stents (promus and non-abbott) were widely patent proximally, but discrete severe in-stent restenosis in the distal portion was noted. There was a discrete de-novo lesion just distal to stents. The patient was referred for percutaneous intervention. On (B)(6) 2013, the promus stent in the mid lad was treated with cutting balloon angioplasty and placement of a 2.5 x 15 mm xience stent overlapping the previously placed stents (promus and non-abbott) covering the de-novo lesion with less than 10% residual stenosis. On (B)(6) 2013, the event was considered resolved without residual effects. On (B)(6) 2013, the subject was discharged on aspirin and plavix. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Nausea, angina, dyspnea, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. This incident contained patient effects with no allegation of a device issue and as such is not on its own an indication of a product deficiency.